Event description:
User reports a leak coming from under the instrument onto the floor. There have been no injuries and no pt samples were affected. The field service rep determined the cause to be a fluidics failure, and checked main waste line in rear of instrument and all drain lines on deck. He found the reagent waste line was clogged, and cleaned line and primed system. Performance tests were performed and within spec.